Event description:
(B)(6) is a type I diabetic who was diagnosed approx 1 yr ago. He has been enrolled in a day camp, during the week from (B)(6) 2018 for which I am the registered camp nurse. He gets his blood glucose tested 4 times a day while at camp. He uses a life scan one touch ultra 2 monitor that he keeps with him at all times. On (B)(6) 2018 he had no test strips for his machine and so we had to use the health center monitor. It is a brand new accu-chek aviva model. The test results with the aviva were consistently lower and more stable than any of the previous days. The results matched the way he reported feeling and he received less insulin that day. The following day he brought the test strips for his one touch machine and we put them side by side for comparison. The results were as followed: one touch: 244; accu chek :188 at 10 am. One touch: 207; accu-chek: 165 at noon. For the remainder of the day, we used the health centers accu-chek machine and his results continued to be within his target range, and below 170. For the entire month of (B)(6), (B)(6) had blood sugars that were high every morning and then often went low. Conversations with his mother were never able to explain how he was so high early in the morning at camp despite his low numbers at home and appropriate insulin coverage before he arrived at camp. It was not until we put the machines side-by-side that the possibility of having wrong results from the one touch came to light.